Manufacturer narrative:
Pump had cracked case at display window corners, broken battery tube threads, reservoir tube lip completely broken off and test reservoir unable to lock into place properly, cracked reservoir tube, broken belt clip slot, minor scratched and cracked display window.

Event description:
Customer reported via phone call for cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that her insulin pump is cracked and has pieces missing on the top section of the reservoir compartment. The customer reported missing reservoir compartment o ring. The insulin pump will be returned for analysis.